Manufacturer narrative:
Per issue, customer has aps. Lupus or antiphospholipid antibody syndrome (aps) may falsely prolong the inr value. Pt is taking tegretol, trental, multivitamin, vitamin d, warfarin, baby aspirin, and xanax. Pt had radiation 7 weeks ago and has had low hemoglobin, dehydration, and diarrhea since then. Recently put on flagyl for diarrhea and given blood transfusion about 3 weeks ago. Per product user guide, "certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping, or changing the dose can affect the inr value." Pt's current health and medication cannot be ruled out as a cause for unexpected inr results or errors in testing. Pt had recent injection of lovenox. Lovenox is a class of antithrombotic agents known as low-molecular-weight heparins (lmwh). Per product user guide - limitations, "this test should not be used for pts on heparin therapy." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 3.7 reference: 5.0, mean: 4.35, confidence limits: 2.4-6.1. Date: unknown, inratio: 4.7, reference: 17.00, mean: 10.85, confidence limits: na. For the second result, the mean is greater than 5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2011, 1st inr: 1.3, 2nd inr: 1.3, mean: 1.3, sd: 0.00; %cv: 0.00. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Lab inr result from (B)(6) 2011 was excluded from data analysis because time between tests exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot 263072 on 09/21/2011 met accuracy criteria. Test results are as follows: donor 106 = 2.1, 2.1, 2.0 inr; donor 107 = 2.1, 2.1, 2.1 inr. At least two out three replicates are within the allowable bias (+ or -1.0) of reference results for donor 106 (2.40 inr) and donor 107 (1.97 inr), respectively. No further investigation will be pursued at this time. Conclusion: pt's conditions may have contributed to unexpected result. Analysis of the client's data from inratio and reference tests revealed that test result comparison did not meet accuracy criteria. No product was expected to be returned. Retained strip test result comparison met accuracy criteria. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subjected to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
Customer alleges discrepant results with meter compared to lab: date: "days ago", inratio: 4.7, lab: 17.0. Date: (B)(6) 2011, inratio: 3.7, lab: 5.0. Date: (B)(6) 2011, lab: 1.05; date: (B)(6) 2011, inratio: 1.3, inratio: 1.3. Pt thinks her therapeutic range is 3.0-4.0 but she is uncertain. Test comparisons performed within 3 hours of each other.